Event description:
It was reported that during a wedge resection procedure, after reloading, the device cut but did not staple. No staples were found in the tissue. Bleeding occurred, but no transfusion was needed. The procedure was completed hand-suturing. The or time was extended by 45 minutes.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damage and with a cartridge loaded in the device. The cartridge was received fully fired and with no damage to the cartridge lock out tab. Cartridge bach # t58485. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No conclusion could be reached as to why the firing trigger teeth became damaged.